Event description:
On 4/25/73, rptr had surgery for breast implants. They were moved behind chest muscle. Breast calcification was noticed in 1988. In 1991 rptr had a breast biopsy due to suspicious calcifications; benign report. She experienced a lot of breast pain before that time, especially on left side, unexplained pain in upper left arm and then left shoulder (x-rays were normal), and more pain up the back of her neck to her skull area. MRI of breasts in 1993, reported silicone outside of implants in both breasts; "leaking but are more likely ruptured." In 7/93, rptr had implants removed. Diagnosis: "bilateral painful capsular contractures with ruptured implants per MRI." She continues to have much pain in arms, left side of neck and joint, and muscle aches most of the time. Rptr has had cortisone shots with no results. She has taken anti-inflammatory drugs with no results. She has had physical therapy which has helped a little and helped her get more movement in her left arm and shoulder. She is now undergoing acupuncture to try and relieve the pain.